Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -18.00 diopter, in the patients left eye (os) on (B)(6) 2019. The patient experienced glare/halos. The patient also had an unreactive iris and dilated (fixed) pupil. The lens remains implanted. The cause of the event was due to patient related factor. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.